Manufacturer narrative:
The insulin pump had compromised force sensor system alarm at 4.0 lbs during prime test due to faulty force sensor resistor. The insulin pump was received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that they experienced high blood glucose. The customer's father reported that they received a compromised force sensor system alarm. The customer's blood glucose was 500 mg/dl at the time of incident. The customer's father stated that they treated the high blood glucose with manual injection. The customer's father stated that they were able to rewind the insulin pump. The customer's father stated that the drive support cap appeared normal. The customer's father stated that the insulin pump was not dropped or bumped prior to the compromised force sensor system alarm. The customer's father was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.